Event description:
It was reported that the ilet had a persistent sleep/wake malfunction in which the screen would not wake unless placed on the charging cradle, and the device intermittently powered off despite charge, leading to hyperglycemia and necessitating transition to subcutaneous insulin via pen; troubleshooting steps were performed and a replacement was arranged. Symptoms included hyperglycemia with a reported peak glucose of 543 mg/dl and general malaise. Outcomes included no alerts for sustained hyperglycemia due to device malfunction, no ketone testing, no medical intervention, and no need for assistance. Investigation included customer troubleshooting and logistical replacement with instructions for shutdown and receipt and inspection of the returned device. Investigation of this case revealed a device malfunction related to the user interface and power/sleep-wake function, consistent with a sleep/wake button or display wake failure and intermittent power loss. It was concluded that the cause was device malfunction of the sleep/wake and power subsystem.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.